Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient fell and hit their head, at the location where the shunt was located. According to the report, the doctor assumed that the shunt was damaged and was no longer functioning, as the patient symptoms suggested it. The report stated that the doctor replaced the shunt. Reportedly, the patient was implanted with a new shunt with no issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.